Event description:
It was reported that on (B)(6) 2022, the clip broke after it was applied to the vessel. It was clamped on the appendicular stump. Another clip was used. The patient is in good condition and no samples are available for investigation.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d2000450 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.